Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.